Event description:
Overinfusion, with death of pt. Pt was admitted to hosp in 2002 in preparation for colonoscopy to be performed on the the following day npo. Controlled insulin dosage was in place using an infusion pump. Pt was checked every two hours and changes to dosage were made as required. At 10 o'clock the patient's blood sugar level was recorded as 4.3 mmols. Instructions were given to reduce pt's insulin intake from 2ml to 1ml per hour. Sometime later the pt was checked and the pump read 10ml per hour. The pump was stopped immediately and the pt's sugar level was recorded as 1.9mmols. At 12:30 hours the pt suffered a cardiac arrest and despite attempts to resuscitate pt, pt was pronounced dead at 12:40 hours.